Event description:
While tonsil tip was being used the surgeon complained that the tonsil tip was wearing out and the tip was not rigid enough to control. The doctor felt the lack of control of the tip caused unintended thermal damage to the surrounding tissue. During the adenoid portion of the procedure the plastic housing of the adenoid tip melted. No patient impact or injury.

Manufacturer narrative:
Eval method: facility disposed of device. Device is not available for return and inspection. Eval results: facility disposed of device. Device is not available for return and inspection. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.